Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no. 761615,758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included uterine dilation and curettage on (B)(6) 2010 and endometrial ablation on (B)(6) 2010. Concurrent conditions included anemia, depression, anxiety and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic reaction /allergic or hypersensitivity reaction type: allergic") with rash. On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease") and oesophagitis ("esophagitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), neck pain ("neck pain") and anaemia ("anemia"). The patient was treated with ibuprofen (advil [ibuprofen]), hydrocodone, vicodin (norco), ibuprofen (motrin), antibiotics, surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes),), surgery (ablation on (B)(6) 2017) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, hypersensitivity, menstrual disorder, weight decreased, female sexual dysfunction, dysmenorrhoea, dyspareunia, alopecia, migraine, vaginal discharge, weight increased, back pain, abdominal pain upper, vulvovaginal pain, neck pain, anxiety, anaemia, gastrooesophageal reflux disease, oesophagitis, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, neck pain, oesophagitis, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: the essure intrafallopian tube coils were inserted into the bilateral tubes via the ostia. About 3 coils were noted on the left side and 4 on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Approximate weight at the time of essure placement 189 lbs. On (B)(6) 2010, findings: on bimanual exam, the uterus was noted to be anteverted and of normal size, shape, and symmetry without any adnexal masses palpated. On hysteroscopic examination, the endometrial cavity appears within normal limits. Bilateral tubal ostia are easily visualized. No intracavitary fibroids or polyps are noted. Grossly normal endometrial tissue present assessment:patient with just permanent sterilization per essure, possible laparoscopic bilateral fulguration. Risks of infection, bleeding, uterine perforation, possible laparotomy, injury to bowel, bladder, blood vessels, further studies were reviewed with the patient. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Batch number: 758628 man date: 2010/07 exp date: 2013/07 . Batch number: 761615 man date: 2010/08 exp date: 2013/08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-nov-2018: pfs received. Event headaches added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no. 761615,758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included uterine dilation and curettage on (B)(6) 2010 and endometrial ablation on (B)(6) 2010. Concurrent conditions included anemia, depression, anxiety and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required).on (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic reaction /allergic or hypersensitivity reaction type: allergic") with rash. On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease") and oesophagitis ("esophagitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), neck pain ("neck pain") and anaemia ("anemia"). The patient was treated with ibuprofen (advil [ibuprofen]), hydrocodone, vicodin (norco), ibuprofen (motrin), antibiotics, surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes),), surgery (ablation on (B)(6) 2017) and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, hypersensitivity, menstrual disorder, weight decreased, female sexual dysfunction, dysmenorrhoea, dyspareunia, alopecia, migraine, vaginal discharge, weight increased, back pain, abdominal pain upper, vulvovaginal pain, neck pain, anxiety, anaemia, gastrooesophageal reflux disease, oesophagitis and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, hypersensitivity, menorrhagia, menstrual disorder, migraine, neck pain, oesophagitis, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: the essure intrafallopian tube coils were inserted into the bilateral tubes via the ostia. About 3 coils were noted on the left side and 4 on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Approximate weight at the time of essure placement 189 lbs on (B)(6) 2010, findings: on bimanual exam, the uterus was noted to be anteverted and of normal size, shape, and symmetry without any adnexal masses palpated. On hysteroscopic examination, the endometrial cavity appears within normal limits. Bilateral tubal ostia are easily visualized. No intracavitary fibroids or polyps are noted. Grossly normal endometrial tissue present assessment:patient with just permanent sterilization per essure, possible laparoscopic bilateral fulguration. Risks of infection, bleeding, uterine perforation, possible laparotomy, injury to bowel, bladder, blood vessels, further studies were reviewed with the patient. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Batch number: 758628 man date: 2010/07 exp date: 2013/07. Batch number: 761615 man date: 2010/08 exp date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. On 9-aug-2018: pfs received- new event depression, anxiety, anemia, gastroesophageal reflux disease, esophagitis. Abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure (batch no. 761615,758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included uterine dilation and curettage on(B)(6)2010 and endometrial ablation on (B)(6)2010. *approximate weight at the time of essure placement 189 lbs on (B)(6)2010, findings: on bimanual exam, the uterus was noted to be anteverted and of normal size, shape, and symmetry without any adnexal masses palpated. On hysteroscopic examination, the endometrial cavity appears within normal limits. Bilateral tubal ostia are easily visualized. No intracavitary fibroids or polyps are noted. Grossly normal endometrial tissue present assessment:patient with just permanent sterilization per essure, possible laparoscopic bilateral fulguration. Risks of infection, bleeding, uterine perforation, possible laparotomy, injury to bowel, bladder, blood vessels, further studies were reviewed with the patient. Concurrent conditions included anemia, depression, anxiety and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient had essure inserted. On (B)(6)2011, the patient experienced depression ("depression") and anxiety ("anxiety"), 2 months after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On(B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and headache ("headaches"). In(B)(6)2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic reaction /allergic or hypersensitivity reaction type: allergic") with rash. On (B)(6)2017, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease") and oesophagitis ("esophagitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), neck pain ("neck pain") and anaemia ("anemia") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen (advil), ibuprofen (motrin) and surgery (ablation, ablation on (B)(6)2017 and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving, the heavy menstrual bleeding, menstrual disorder, weight decreased, female sexual dysfunction, dysmenorrhoea, dyspareunia, alopecia, migraine, vaginal discharge, weight increased, back pain, abdominal pain upper, vulvovaginal pain, neck pain, anxiety, anaemia, gastrooesophageal reflux disease, oesophagitis, abdominal pain and headache outcome was unknown and the vaginal haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, neck pain, oesophagitis, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: the essure intrafallopian tube coils were inserted into the bilateral tubes via the ostia. About 3 coils were noted on the left side and 4 on the right side. Plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Lot number:758628 manufacture date: 2010-07 expiration date: 2013-07 lot number:761615 manufacture date: 2010-08 expiration date: 2013-08 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure (batch no. 761615,758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included uterine dilation and curettage on 10-nov-2010 and endometrial ablation on 10-nov-2010. *approximate weight at the time of essure placement 189 lbs on (B)(6) 2010, findings: on bimanual exam, the uterus was noted to be anteverted and of normal size, shape, and symmetry without any adnexal masses palpated. On hysteroscopic examination, the endometrial cavity appears within normal limits. Bilateral tubal ostia are easily visualized. No intracavitary fibroids or polyps are noted. Grossly normal endometrial tissue present assessment:patient with just permanent sterilization per essure, possible laparoscopic bilateral fulguration. Risks of infection, bleeding, uterine perforation, possible laparotomy, injury to bowel, bladder, blood vessels, further studies were reviewed with the patient. Concurrent conditions included anemia, depression, anxiety and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"), 2 months after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic reaction /allergic or hypersensitivity reaction type: allergic") with rash. On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease") and oesophagitis ("esophagitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), neck pain ("neck pain") and anaemia ("anemia") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen (advil), ibuprofen (motrin) and surgery (ablation, ablation on 26/10/2017 and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the heavy menstrual bleeding, menstrual disorder, weight decreased, female sexual dysfunction, dysmenorrhoea, dyspareunia, alopecia, migraine, vaginal discharge, weight increased, back pain, abdominal pain upper, vulvovaginal pain, neck pain, anxiety, anaemia, gastrooesophageal reflux disease, oesophagitis, abdominal pain and headache outcome was unknown and the vaginal haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, neck pain, oesophagitis, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: the essure intrafallopian tube coils were inserted into the bilateral tubes via the ostia. About 3 coils were noted on the left side and 4 on the right side. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information and patient demographic details was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 761615,758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included uterine dilation and curettage on (B)(6) 2010 and endometrial ablation on (B)(6) 2010. Concurrent conditions included anemia, depression, anxiety and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic reaction /allergic or hypersensitivity reaction type: allergic") with rash. In 2017, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), back pain ("back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and neck pain ("neck pain"). The patient was treated with ibuprofen, hydrocodone, paracetamol (acetaminophen), ibuprofen (motrin), antibiotics, surgery (hysterectomy (partial)on (B)(6) 2018, salpingectomy (bilateral removal of fallopian tubes),) and surgery (ablation on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, hypersensitivity, menstrual disorder, weight decreased, female sexual dysfunction, dysmenorrhoea, dyspareunia, alopecia, migraine, vaginal discharge, weight increased, back pain, abdominal pain upper, vulvovaginal pain and neck pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, menstrual disorder, migraine, neck pain, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: the essure intrafallopian tube coils were inserted into the bilateral tubes via the ostia. About 3 coils were noted on the left side and 4 on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Approximate weight at the time of essure placement (B)(6). On (B)(6) 2010, findings: on bimanual exam, the uterus was noted to be anteverted and of normal size, shape, and symmetry without any adnexal masses palpated. On hysteroscopic examination, the endometrial cavity appears within normal limits. Bilateral tubal ostia are easily visualized. No intracavitary fibroids or polyps are noted. Grossly normal endometrial tissue present assessment:patient with just permanent sterilization per essure, possible laparoscopic bilateral fulguration. Risks of infection, bleeding, uterine perforation, possible laparotomy, injury to bowel, bladder, blood vessels, further studies were reviewed with the patient. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs and mr received. Reporters were added. Patient details, concomitant disease, concomitant drug, treatment drugs and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, migraines / headaches, vaginal discharge, weight gain, back pain, stomach pain, vaginal pain, neck pain and she didn¿t undergo an essure confirmation test were added as events. Essure lot number and expiration date were added. Incident case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure (batch no. 761615,758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included uterine dilation and curettage on (B)(6) 2010 and endometrial ablation on (B)(6) 2010. Approximate weight at the time of essure placement 189 lbs. On (B)(6) 2010, findings: on bimanual exam, the uterus was noted to be anteverted and of normal size, shape, and symmetry without any adnexal masses palpated. On hysteroscopic examination, the endometrial cavity appears within normal limits. Bilateral tubal ostia are easily visualized. No intracavitary fibroids or polyps are noted. Grossly normal endometrial tissue present assessment:patient with just permanent sterilization per essure, possible laparoscopic bilateral fulguration. Risks of infection, bleeding, uterine perforation, possible laparotomy, injury to bowel, bladder, blood vessels, further studies were reviewed with the patient. Concurrent conditions included anemia, depression, anxiety and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"), 2 months after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic reaction /allergic or hypersensitivity reaction type: allergic") with rash. On (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease") and oesophagitis ("esophagitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), neck pain ("neck pain") and anaemia ("anemia") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen (advil), ibuprofen (motrin) and surgery (ablation, ablation on (B)(6) 2017 and hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, menstrual disorder, weight decreased, female sexual dysfunction, dysmenorrhoea, dyspareunia, alopecia, migraine, vaginal discharge, weight increased, back pain, abdominal pain upper, vulvovaginal pain, neck pain, anxiety, anaemia, gastrooesophageal reflux disease, oesophagitis, abdominal pain and headache outcome was unknown and the vaginal haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, neck pain, oesophagitis, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: the essure intrafallopian tube coils were inserted into the bilateral tubes via the ostia. About 3 coils were noted on the left side and 4 on the right side. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, outcome of event rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.